Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and elevated capture thresholds. Programming changes were implemented. The asymptomatic patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and elevated capture thresholds. Programming changes were implemented. The asymptomatic patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient condition was unknown. No further information was reported.

Event description:
New information noted the patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported events of high pacing impedance and elevated capture thresholds were not confirmed. A partial lead was returned in one piece for analysis. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two insulation abrasions. The external insulation abrasion was consistent with friction to the device can. The internal insulation abrasion was consistent with friction to another device or heart feature.